Manufacturer narrative:
No further information was provided by the customer. The subject device was returned to olympus for evaluation and the customer¿s reported problem was confirmed. A pink/purple-colored image was displayed due to the defectiveness of both cable and charged coupled device unit. There were also dents found on the outer tube of the device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. The root cause of the defective video cable and ccd cannot conclusively be determined. However, the colored image defect is a known problem and based on previous investigations, the following are potential causes. For defective video cable: cable pins of odu (video) connector are too small for shield cables. Sealing compound within video connector does not seal the soldering joints and bare cable contacts completely against steam. Manufacturing jig not fully suitable for soldering process. Soldering process is not up to date. New guidelines and the manufacturing process for soldering process between joints and video connector have been updated and improved. For the defective ccd: unacceptable tension in the area of the ¿ccd wire holder¿ assembly due to use of an adhesive which is not adapted to the load / temperature collective and to an insufficiently formed adhesive layer ¿ccd-holder to bumper sleeve. Unacceptable tension in the area of the ¿ccd wire holder¿ assembly due to an asymmetrical alignment of the spring to ccd-holder before the bumper sleeve is joined. Pre-existing damage to the ¿ccd wire holder¿ assembly due to using a suboptimal adhesive device. Several changes were implemented including optimization of the bumper sleeve bonding and updated jigs. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the rigid video scope was showing a purple image. The issue was found before the surgery and the device was already removed from the service before a patient was present. There were no reports of patient harm.